Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This MDR is part of an in-house retrospective review.

Event description:
It was reported that 3 wires broke on the proximal ring and a washer broke. A revision was done to replace the broken wires. No additional details are known at this time.

Manufacturer narrative:
The visual inspection confirmed the allegation that the washer is broken. Based on analysis, a definitive root cause could not be determined; however the most likely root cause was externals stress due to extreme force.